Event description:
Reporter stated the surgeon had inserted a 3-piece silicone lens model aq2010v diopter 23.5 into the eye and the haptic tore off in the mii-tm injector. The surgeon had to enlarge the incision to remove the lens and placed a suture to close the wound.